Event description:
Consumer reported, when priming pen needles prior to injection, there is no insulin flow. Stated, in the last 5 boxes purchased, there have been 2 or 3 pen needles affected in each box. He cannot provide a lot number for the last 4 boxes, only for a 5th box. Lot: 3262725 catalog: 320550. Date of event: unknown. Samples: yes, (from the lot he is reporting). There are four "unknown lots" but the catalog number is the same. Cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: section c (expiry date of suspect product), h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.